Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl) while wearing the pod between 1 and 4 hours. The patient was sweating and the pod reportedly fell off the infusion site (right chest), causing the pod cannula to dislodge.